Event description:
Pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's certified diabetes educator increased the basal insulin delivery rate prior to discharge and the pt has continued to use the pump with no reported subsequent events.